Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were unable to charge their controller and the issue began the day before today. Patient stated they tried plugging the controller into all of the outlets and nothing happened. Patient noted they spoke to their representative who advised the patient to turn the battery around. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller did not power on. Patient confirmed there was no green light on the ac charging cord. The issue was not resolved. An email was sent to the repair department to replacethe ac power supply cord. Patient (pt) called back stating controller is still not powering on even with replacement ac power supply from this case. Pt said controller was plugged in all night. Pt was a little upset because the controller does not work and they need to charge their implant to get relief from the therapy. Pt then transferred me to their husband michael (pt rep). I had pt rep reset the controller and plug into ac power with no battery pack. Pt rep confirmed green light on the ac power supply but nothing appeared on the controller screen. Agent had pt rep try another outlet but nothing appeared on the screen. Agent reviewed implant serial number, controller pairing process, and best practices for recharging the controller and the implant. Agent confirmed pt could reach out to their hcp or medtronic rep mike with questions as well when patient services is closed. Agent sent email to repair to replace the controller. Patient called back demanding a new battery pack. Patient stated they have now received a replacement ac power supply and controller, but the controller will not power on. Patient stated the controller has been plugged in for 2 days but will not come on at all. Patient stated they have tried everything, tried different outlets, and the controller will still not power on. Patient complained that this is getting ridiculous. Patient commented that they thought the stimulation wasn't working but it was and now they are dying without it. Patient stated the battery pack is the only thing they haven't replaced. Patient did not have the ac power supply at the time of the call and insisted on battery pack replacement. Agent sent request to repair to replace the battery pack. Caller mike silver called through 404 735 9854 and inquired which battery pack to send back to medtronic and agent reviewed information. Patient was not with the caller. Caller inserted the replacement battery pack into the controller and got the recharge the controller message. Caller got the memory problem message. Caller got the date and time screen but needed to change the the date and time again. Agent verbally provided instructions on how to change date and time screen when patient was home. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745ac, product type accessory product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.